Event description:
Per independent repair center statement the units alarm will not function. The key failure is the power switch will not alarm. Additional malfunctions include the hose clamp was leaking, and the pm kit was dirty.